Manufacturer narrative:
The equipment used during the donation was not available for evaluation. There are no nonconformance's against the device serial number and no capas related to this complaint. A review of the DHR shows no issues during manufacturing and all testing passed. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor death was related to the device or disposables used during the plasmapheresis procedure.

Event description:
On august 16, 2024, customer made haemonetics aware that a 29-year-old male donor passed away in his sleep the night of (B)(6) 2024 from an apparent heart attack as reported by a friend. He was discovered deceased on the morning of (B)(6) 2024. Customer has no information from the attending physician, surgeon, hospital representative or health care professional regarding the event. An autopsy report is not likely in this case as the customer tried to obtain more information with no success. Donor's last donation occurred on (B)(6) 2024 with no reported adverse event, or issue with the equipment/disposables used in the procedure.

Manufacturer narrative:
A haemonetics field service engineer (fse) evaluated the pcs2, list no. 06002-cp-110 used during the donation. No problems were found. All parameters verified and adjusted as required. Function tests completed. Machine meets manufacturer's specifications and is ready to use. Based on fse evaluation, the equipment is evaluated 'no defect'.

Event description:
Death occurred off-site from the donation center.